Manufacturer narrative:
1 opened/used reservoir, snap-cap, and septum was evaluated for anomalies. No anomalies were found. The reservoir passed all functional tests.

Event description:
The customer reported that the reservoir was occluded. Customer stated that she gets no delivery alarm during bolus. Troubleshooting was done. Customer's blood glucose was 202 mg/dl. During troubleshooting customer stated the insulin pump alarmed no delivery during prime. The customer was advised to do a complete set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).